Event description:
Pt reported that the device generated a result of "lo" without first having applied blood or control solution to the test strip. Pt's blood glucose was not affected and no treatment was recieved. A request was made for the return of the suspect device and replacement product was shipped.